Event description:
It was reported to philips that the external paddles were damaged. There was no patient involvement. The field service engineer (fse) was informed the customer is replacing paddles with their own internal stock of parts. The customer replaced the paddles from their own internal stock. No further action is needed at this time.

Event description:
It was reported to philips that the external paddles were damaged. There was no patient involvement. The field service engineer (fse) was informed the customer is replacing paddles with their own internal stock of parts. The customer replaced the paddles from their own internal stock. No further action is needed at this time.